Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received error messages and questionable results from coaguchek xs meter serial number (B)(4). At 1:09 p.m., the result was 6.4 inr. At 2:35 p.m., the result using a different finger was 3.9 inr. There was no allegation of an adverse event. The customer was not anemic or polycythemic, had no antiphospholipid antibodies, not on direct thrombin inhibitors, no heparin, no illness, no new medications, no diet changes, and no symptoms of bleeding or bruising. The therapeutic range was 2-3 inr. The suspect meter and strips were requested to be returned for investigation. Relevant retention test strips (lot 281241) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer¿s meter and strips were returned for investigation. The returned meter and master lot strips were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 4.1 inr, donor 2 inr: 2.4 inr. Donor 1 hct: 48%, donor 2 hct: 42%. Testing results: donor 1: retention meter with master lot strips: 4.0 inr, customer meter with master lot strips: 4.0 inr. Donor 2: retention meter with master lot strips: 2.4 inr, customer meter with master lot strips: 2.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications.